Event description:
A complainant alleged that she experienced tightness in her chest and had difficulty speaking after using cavicide.

Manufacturer narrative:
The complainant sought medical attention at a community hospital where an EKG, chest x-ray, and blood test were performed; the complainant was diagnosed with lung inflammation. No medications were prescribed by the attending physician; however, during a follow-up appointment, the complainant was prescribed an inhaler by her general practitioner in order to alleviate the inflammation. To date, the complainant is doing fine; her symptoms were alleviated by limiting her exposure to the product and utilizing a mask. The complainant occasionally uses the inhaler for treatment and is expected to fully recover. The returned product was received in a condition which made analysis impossible and no lot number was provided; therefore, no investigation can be conducted.